Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. The unit passed low and high ve blending accuracy test, the unit operates normal with no alarms or malfunctions.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the unit air/o2 blender intermittently fails to blend gas and fails the o2 calibration. There was no patent involvement associated with this event.